Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited diminished r-wave measurements. The ventricular lead impedance and threshold measurements were within normal limits.